Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the microraptor knotless was used for slap repair. The suture anchor was inserted into the pilot hole made by the 2.2 drill bit. However, while inserting the suture anchor, the anchor slipped out from the pilot hole. The surgeon decided not to use the item as it was bend and could not be used. The pilot hole was left without any anchor. The procedure was successfully completed with non-significant delay with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy procedure, the microraptor knotless was used for slap repair. The suture anchor was inserted into the pilot hole made by the 2.2 drill bit. However, while inserting the suture anchor, the anchor slipped out from the pilot hole. The surgeon decided not to use the item as it was bend and could not be used. The pilot hole was left without any anchor. The procedure was successfully completed with non-significant delay with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).